Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19. Confirmation testing with pcr generated negative results. No additional patient information, including treatment and outcome, was provided.